Manufacturer narrative:
Actual devices were returned for evaluation. After investigating, there are many factors that may have contributed to this concern, including human error, unclear instructions, or machine errors. But all of them would contribute to the root cause being a manufacturing error. When a machine jam is detected, the operators are responsible to remove the affected portion. However, the setup procedures do no contain specific instructions for how to remove the foil jam. In this case, most likely a foil jam occurred on the line and not all of the affected portions were removed, which allowed some defective product to be released. To improve this moving forward, the incident has been discussed with the affected personnel. In addition, the setup instructions will be modified to include specific instructions for how to properly remove foil jams. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual devices are available for evaluation but have not been received yet. The model number and lot numbers were provided, but no pictures were provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "we have had to pull all of our inventory of 371110 as the packages are not sealed".